Event description:
According to the reporter: after the introduction of the visiport, it deteriorated in use, with breakage of plastic from the interior, making the blade section unusable. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).